Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined the cause of the reported issue was due to loose battery pins. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off multiple times. There was no adverse effects to the (B)(6) year old woman. She survived the event.